Event description:
Customer reportedly obtained results of 151 mg/dl, 80 mg/dl, 108 mg/dl on the same device within 10 minutes. Customer reportedly felt hypoglycemic at this time and ate to feel better. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.